Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. Unable to confirm failed batt test alarm due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump power off during night. Customer stated they buy new alkaline battery but after insert was battery test failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.